Manufacturer narrative:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. Review of the inspection records for the affected lot of material indicate that the device was manufactured to specification. Returned device evaluation: the tibial insert impactor tip was returned for evaluation. Failure at the base of the connection post was confirmed. Impaction marks were observed on one side of the base indicating that impaction force may have been applied at an angle.

Event description:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle.